Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. However, the reported issue of ¿black out image¿ may have occurred due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope displayed a blacked out image when the angle was manipulated during a therapeutic procedure. The device was replaced, and the procedure was completed with no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. It was found that the image disappeared during angulation in the right/left directions due to damage on the charged couple device unit. Other evaluation findings are as follows: image noise occurred and the image temporarily could not be seen due to damage on the charged coupled device unit; the adhesive on the bending section cover was chipped and scratched; the video connector was deformed; and the forceps elevator lever was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.